Event description:
It was reported to a physio-control service representative that the customer observed during a routine check that their device intermittently failed to charge defibrillation energy. The device's service indicator led was on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Follow-up information: physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a resistor, designator r29, having detached from the therapy pcb assembly.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that a resistor, designator r29 on the therapy pcb assembly was no longer connected to the therapy pcb assembly. It has however not been confirmed that this resistor being loose, contributed to the reported failure. Physio-control recommended to have the therapy pcb assembly replaced. The customer however decided not to have the device repaired but purchase a new device instead.